Manufacturer narrative:
Concomitant medical products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v123174, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# l75840, product type: lead. Product ID: 3550-09, lot# lc0404, product type: accessory. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer reported #3004209178-2013-12519. The patient had two systems and it was not clear which one caused the shocking sensation. Additional information requested but had not been received as of the date of this report.